Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip implanted in 2009 by dr pd. The stem was loose. Stem, head and metal liner were explanted. A depuy standard poly was used, and a competitors revision femur and head were re-implanted. I have no other information on this case. Update ad (B)(6) 2022: in relation to aei note (B)(4), pinnacle mom litigation record received. Litigation alleges heavy metal poisoning from the toxic heavy metals, metallosis, metal debris resulting to injury, left hip pain and limited adl. X-rays showed osteolytic lesions around the femoral component. Revision note reported surgeon encountered a rush of dark colored joint fluid, significant bone loss and metallosis, toxic heavy metal ion cobalt and chromium poisoning. Plaintiff also experienced emotional trauma and distress. Doi: (B)(6) 2009; dor:(B)(6) 2022; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: metal related pathology (e1618) was used to capture metal poisoning and blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022, a failed cementless left total hip arthroplasty secondary to periprosthetic osteolysis. The operative reported that the patient developed some pain in the left hip and this was associated with radiographic evidence of periprosthetic osteolysis. At the time of arthrotomy, there was a large amount of dark-colored joint fluid. There was significant bone loss and a bloody osteolysis process, it was an atypical metallosis case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised due to failed cement less left total hip arthroplasty secondary to periprosthetic osteolysis. Operative notes indicated he has developed some pain in the left hip. The femoral component itself does not look grossly loose, it appears to be well fixed in the distal third. However, there has been some endosteal scalloping and bone loss around the proximal two-thirds of the implant. There was a large amount of dark colored joint fluid. It was dark stained. The femoral component itself showed some micromotion to toggling side to side. There was significant bone loss around the proximal aspect of the femoral component and this was associated with osteolytic debris. On (B)(6) 2010 patient underwent right total hip arthroplasty to treat osteoarthritis, no revision surgery reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient had a total hip implanted in 2009 by dr (B)(6) the stem was loose. Stem, head and metal liner were explanted. A depuy standard poly was used, and a competitors revision femur and head were re-implanted. I have no other information on this case. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4) _x-ray_images-received (B)(6) 2023". Visual analysis of the photo was not able to confirm the complaint. No signs of implant wear were observed the evidence provided for unk hip acetabular liner metal. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk hip acetabular liner metal. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6: unspecified tissue injury (e2015) is being utilized to capture bone injury & bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of the medical records, physical therapy visit reported hip pain, antalgic gait, iliopsoas hypertonus, piriformis tenderness, muscle tightness and thomas positive, movement impairment, bilateral hip dysfunction, weak bilateral abductors, poor core stabilization, decreased chain mobility, it band dysfunction, moderate sleep disturbance, limited range of motion, walking difficulty, affected adl. Patient was diagnosed continues to have difficulty with left hip dysfunction, left ghj, weakness and impingement.